Event description:
A pt (age and gener unknown) underwent on unknown date a cataract surgery in which hyaluronate sodium (healon v 0.6, vol. 0.6 ml) was used. About five hours later, the pt experienced an increase of intraocular pressure (iop) till 60 mmhg with clouded cornea. Also headache occurred. The pt received drip infusion as treatment and the iop decreased to 30 mmhg over forty-eight hours. Then the pt recovered. The operation started at 9:51 and ended 10:10. Hyaluronate sodium (healon v 0.6) was used to make anterior capsule incision for mature cataract easier. After the incision, phacoemulsification, aspiration (pea) and lens cortex removal were performed, trying to remove hyaluronate sodium from the capsular bag completely. The physician, after checking with the microscope, thought that there was no residue of hyaluronate sodium at least in the pupil area. Then healon 0.2 to 0.3 ml was injected to sustain the anterior chamber space during the intraocular lens insertion. After the lens was inserted, healon was aspirated from the anterior chamber and washed out fully with perfusate. No evident complications were observed during the operation. At around 14:00 the pt complained of sudden pain in the right eye and in the occipital region. Corneal epithelium edema appeared explicitly in the right eye and the intraocular pressure (iop) was felt high on palpation. The pt was treated with a rapid intravenous injection of glyceol (mixture of concentrated glycerin anf fructose, 500ml). Though the pain in the eye and in the occiptial region was abated corneal edema tended to deteriorate again. Thus glyceol 250ml was additionally injected and timolol maleate and dorzolamide hydrochloride were additionally administered. The pt went asleep at around 23:00. The pain was alleviated, though the iop in the right eye was still 58mmhg, while the corneal edema was subsiding. At 17:00 the iop decreased to 23mmhg. 5 days later at 9:00, the iop decreased to 16mmhg and it did not rise again. The reporting physician assessed the event "intraocular pressure increased" as serious due to the possibility of causing disability or incapacity and the causal relationship between healon v 0.6 and the event as certain. The physician commented as follow: the abnormal increase of ip (and the accompanying pain in the eye and headache) in this case seemed to be caused probably by the residue of healon left in the eye during the operation that couldn't be removed even by the elaborate procedure. The event developed though all the explanations in the package insert were strictly followed by not using the drug at the time of lens insertion and by washing the anterior chamber very carefully. No additional info is expected.